Event description:
It was reported that the device was oversensing due to fine vf and variability of r-waves. There were also some inappropriate returns to sinus, and the patient had to be externally rescued. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.